Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Event description:
Boston scientific crm received information that this right ventricular lead was abandoned surgically and replaced due to dislodgement. The patient had twiddler's syndrome. No adverse patient effects were reported.